Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 in.pact av access pta balloon catheters were used to treat the cephalic arch. Approximately 6 months post index procedure, patient died of natural caused per obituary. It was stated that the cause of death is unknown and no further information is available.